Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to address lead migration (related manufacturer report number 1627487-2020-48863, 1627487-2020-48865 ), the physician abandoned the procedure due to excessive blood in the area of attempted lead placement.